Manufacturer narrative:
A site visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported experiencing low laser power. Timing of the event is unk. There was no patient involvement reported. Additional info has been requested.